Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 160 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the cartridge was leaking at the septum. Recommended that the customer not overfill the cartridges. Customer¿s blood glucose level was 64 mg/dl- 68 mg/dl.